Event description:
The hosp reported that fecal matter/blood was back flushing from the endoscope into the olympus flushing pump ("ofp") irrigation tubing when the endoscope was placed on the endoscopy cart immediately after procedures. There were no reports of infection or complications associated with the event.